Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 10, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn on. One day earlier, the patient attempted to test her blood glucose in the evening, but was unsuccessful due to the reported meter issue. Since the patient did not know what her blood glucose level was, she decided not to take any sliding-scale "humalog" insulin. However, the patient did take her daily evening dose of 100 units "lantus" insulin. She was asymptomatomatic at the time. Around 2:30 am the next morning on january 10, 2007, the patient developed symptoms of feeling light-headed and was slurring her words. During the call with the customer care advocate (cca), the reporter also stated that the patient was "going to sleep," her "eyes got really big," and she was "comatose." The paramedics were contacted. When they arrived, the paramedics tested the patient's blood glucose using an unidentified device. They obtained a result of "42 mg/dl" and treated the patient with orange juice, an IV, and water with sugar. The patient was taken to a hosp where she stayed for 6 hrs until her symptoms were relieved. She was discharged with a blood glucose level of "86 mg/dl." The reporter did not know when the power issue actually started. The patient's control solution was expired. The reported meter would turn on by pressing the power button. However, the meter would not turn on whenever a test strip was inserted into the device's test strip port. The meter's battery was replaced but this did not resolve the reported issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: there is insufficient info regarding events or actions taken before and when the meter actually stopped powering on. It is also not known how frequently the patient tests her blood glucose and how she uses the blood glucose results to guide her diabetes management. Thus, it is unk if the patient would or would not have been able to prevent the hypoglycemic episode.